Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure while the right ventricular (rv) lead was attempting to cross the tricuspid valve, the patient developed ventricular tachycardia (vt) which degraded into torsades de pointes/ventricular fibrillation (vf). The patient required cardiopulmonary resuscitation and several external shocks before the patient stabilized and normal sinus rhythm was restored. The procedure continued and the lead was successfully implanted.